Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: the device was removed of the tissue by using the manual override. Yes the device was able to open once this was done. The procedure was completed using an alternative device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, while on vessel the device would not open. Unknown how case was completed.. There were no adverse consequences for the patient.